Event description:
It was reported that during an anterior rectum resection procedure, the firing trigger on the device did not close. Outside the operator field, the surgeon tried to fire the device which closed properly but the staples remained open. The procedure was completed with another device. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.